Event description:
It was reported that the customer changed her cartridge and then experienced high blood glucose levels (200-350 mg/dl). Customer changes cartridge and infusion set every 4 days. When customer changed site she noticed a kinked cannula. Customer took a correction bolus to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The cartridge is contraindicated for use with products other than humalog and novolog.